Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, cracked reservoir window and scratched display window noted during visual inspection. The insulin pump was unable to prime during prime alarm test due to faulty force sensor resistor. Pump passed displacement and basic occlusion test. Analysis was unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. No motor error alarms noted during testing. The motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a motor error alarm. The customer's blood glucose was 412 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that they had ketones. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.